Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - is there evidence that a different suture was received? (Different lengths, different type of suture, etc.) - are there photos available for visual analysis? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). H3 investigational summary: the product was returned to ethicon for evaluation. One sealed box with thirty-six representative inspection was conducted on thirteen samples. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2025 and suture was used. It was reported the customer feel like the needle is too short. There were no patient adverse event. Four boxes of product are for return. Additional information was requested.